Manufacturer narrative:
Nihon kohden (B)(4) inc. Will submit a supplemental report if additional information becomes available.

Event description:
It was reported that the respiratory therapist heard the ventilators alarm sounding and when he entered the patient room, the graphic user interface (gui) touchscreen was displaying non-critical thread failure (bdu) followed by a second flashing red alarm reading back up battery fault. When the therapist tried to silence the alarm, he found the gui touchscreen nonresponsive. The ventilator continued to ventilate and there was no harm to the patient. The nonresponsive ventilator was replaced with another ventilator.

Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.